Event description:
Customer reported persistent occlusion alarms in the pump, despite performing system checks and changing multiple cartridges and infusion sets. There was no adverse impact to the customer¿s blood glucose level. Customer lost trust in the pump therapy and reverted to using multiple daily injections (mdi) as a backup therapy. Tandem technical support provided instructions for returning the pump and sent a replacement to the customer.